Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of metal poisoning ('nickel poisoning') in a female patient who had essure (batch no. B15006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criterion intervention required), vertigo ("vertigo"), tinnitus ("tinnitus"), headache ("headaches"), myalgia ("generalized muscle pain"), ligament pain ("ligament pain"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("gastric pain"), nausea ("nausea"), fatigue ("chronic fatigue"), difficulty sleeping ("sleep difficulties"), insomnia ("insomnia"), stress ("stress") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (remove implants)). Essure was removed on (B)(6) 2017. At the time of the report, the metal poisoning, vertigo, tinnitus, headache, myalgia, ligament pain, fibromyalgia, abdominal pain upper, nausea, fatigue, difficulty sleeping, insomnia, stress and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, anxiety, difficulty sleeping, fatigue, fibromyalgia, headache, ligament pain, metal poisoning, myalgia, nausea, stress, tinnitus, vertigo and insomnia with essure. The reporter commented: reporter informed that had impact on her personal and professional life. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social problems /as reported: impact on my personal and professional life event deleted and added as narrative we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-apr-2021. The most recent information was received on 08-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of metal poisoning ('nickel poisoning') in a female patient who had essure (batch no. B15006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criterion intervention required), vertigo ("vertigo"), tinnitus ("tinnitus"), headache ("headaches"), myalgia ("generalized muscle pain"), ligament pain ("ligament pain"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("gastric pain"), nausea ("nausea"), fatigue ("chronic fatigue"), difficulty sleeping ("sleep difficulties"), insomnia ("insomnia"), stress ("stress") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (remove implants)). Essure was removed on (B)(6) 2017. At the time of the report, the metal poisoning, vertigo, tinnitus, headache, myalgia, ligament pain, fibromyalgia, abdominal pain upper, nausea, fatigue, difficulty sleeping, insomnia, stress and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, anxiety, difficulty sleeping, fatigue, fibromyalgia, headache, ligament pain, metal poisoning, myalgia, nausea, stress, tinnitus, vertigo and insomnia with essure. The reporter commented: reporter informed that had impact on her personal and professional life. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel poisoning') in a female patient who had essure (batch no. B15006) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), vertigo ("vertigo"), tinnitus ("tinnitus"), headache ("headaches"), myalgia ("generalized muscle pain"), ligament pain ("ligament pain"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("gastric pain"), nausea ("nausea"), fatigue ("chronic fatigue"), difficulty sleeping ("sleep difficulties"), insomnia ("insomnia"), stress ("stress"), anxiety ("anxiety") and social problem ("impact on my personal and professional life"). The patient was treated with surgery (hysterectomy (remove implants)). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, vertigo, tinnitus, headache, myalgia, ligament pain, fibromyalgia, abdominal pain upper, nausea, fatigue, difficulty sleeping, insomnia, stress, anxiety and social problem outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, anxiety, difficulty sleeping, fatigue, fibromyalgia, headache, ligament pain, myalgia, nausea, social problem, stress, tinnitus, vertigo and insomnia with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.